Event description:
One pt with discrepant sodium results. Initial result 123 mmol/l, repeat 140 mmol/l. The initial result was not reported. The field service representative was unable to determine root cause but noted he changed the na and cl electrodes. Performance tests were performed.